Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 500 mcg/ml at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had symptoms of infection following surgery. The pump system became infected, so the entire system was explanted. The complete catheter was explanted. The event occurred during normal use. Diagnostics/troubleshooting performed was indicated as being not applicable. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. The devices were to be replaced in the future. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump and catheter were discarded by the healthcare provider. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. The patient medical history and weight were indicated as having been requested but would not be made available. It was noted that the healthcare provider had no further information. No further patient complications have been reported as a result of this event.